Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging an ultrasoft lancing device's case was broken. The complaint was classified based on the customer service rep (csr) documentation and phone conversation since medical affairs specialist (mas) was unable to reach the pt. The pt normally tests his blood sugar four times a day and manages his diabetes with pills, diet and exercise. About a month prior to contacting lfs, the pt stated that the casing for his lancing device was damaged and that there was no trauma to the device. As a result, the pt reportedly increased a dose of 100 mg metformin because he did not want to go "high." Sometime after the reported issue, the pt claimed that he felt "sweaty and eyes felt swollen" (reportedly typical of high blood glucose symptoms for the pt). The pt went to his healthcare professional two weeks after the alleged meter issue to check his blood glucose and "181 mg/dl" was reportedly obtained on the hcp's meter. The pt did not mention any medical treatment while at the doctor's office. This was not a new out of box product. The complaint is being reported due to the following conclusions: the pt claimed that he developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.